Event description:
The reporter stated that during a spinal surgery procedure using the coral spinal system the correction and stabilization of the lumbar or lower region of the spine, a polyaxial screw started to back out while the surgeon was attempting to adjust the seat position. It occurred during final adjustment of the seat position to place the connector rod. The surgeon completed the procedure using the device. There was no adverse outcome for the patient.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing integra concluded that this medical device report should have been submitted at the time that the complaint was received. No device was returned for evaluation. A review of the complaint log showed that this was their first reported complaint of this type. A review of the device history record was not possible as no lot number was provided. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.